Manufacturer narrative:
Batch review performed on 30-dec-2024: lot 2242833: (B)(4) items manufactured and released on 03-jan-2023. Expiration date: 2027-12-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch reviews performed on 30-dec-2024: gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot 2207305: (B)(4) items manufactured and released on 26-jul-2022. Expiration date: 2027-07-12. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0024l femoral component sphere cemented size 4+ l (k140826) lot 2245092: (B)(4) items manufactured and released on 08-feb-2023. Expiration date: 2028-01-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0410fl tibial insert fixed sphere flex size 4/10 mm l (k121416) lot 2304911: (B)(4) items manufactured and released on 21-apr-2023. Expiration date: 2028-04-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 year and 4 months after primary, the patient came in reporting instability. It was not possible to achieve the correct balance of the knee in both flexion and extension. The surgeon revised all components to competitor components and the surgery was completed successfully.